Manufacturer narrative:
The DHR for the meter was complete and contained all relevant data indicating the product put into finished goods met all specifications. Qa performed an investigation using retain glucose test strips from the same lot identified by the complainant. The retain lot of test strips met all test specifications. The customer alleged deficiency could not be confirmed. Nova biomedical will continue to monitor for recurrence as part of our post market surveillance program

Event description:
Consumer's wife stated he was not feeling well and felt with no energy at all after the first result at 3:30 am waking up not able to sleep and had to serve him a "couple" or orange juice in order to feel more energy.

Manufacturer narrative:
During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Nova max test strip insert- quality control -checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. The glucose test strips were not returned for evaluation. The customer continued to use the strips - none remained for return. The nova max plus blood glucose monitor was not returned for evaluation. During troubleshooting with nova customer care, the customer tested a new vial of glucose test strips with nova max control solution. The results obtained were within the expected range. The meter and strips are performing as intended.